Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient feels as if her ipg as moved. The patient has also lost weight and had a recent fall. In addition, the patient also reported experiencing pain at the ipg site. X-rays showed to patient's ipg has migrated and sitting over her rib. Subsequently, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was relocated. Reportedly, effective therapy was restored post-operative.